Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was improper sample separation on an unspecified number of devices. There were no health consequences or impacts reported.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was improper sample separation on an unspecified number of devices. There were no health consequences or impacts reported.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 18-nov-2024. H3. Device eval by manufacturer- yes. Investigation summary: bd received five (5) samples for investigation. A visual inspection was conducted on these returned samples for additive abnormality, and all samples passed without any failures. Additionally, 30 retained samples were visually inspected for additive defects, and none of these samples showed any failures. Complaints for sample quality are under statistical control for the month of november 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.